Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a sensor reconnecting alert while still seeing glucose readings in the dexcom app, and after toggling continuous glucose monitor (cgm) types the agent instructed the user to restart the dexcom g7 sensor by re-entering the pairing code, which restored connectivity; the event involved intermittent communication failure affecting cgm signal to the ilet with relevance to electrical and magnetic components and the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure associated with the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.